Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The patient experienced chest pain which was suspected to have been related to a possible perforation. The lead was explanted. No further patient complications have been reported as a result of this event.